Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, had a device that was not detected on bus. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height (hh) enhanced drawer 2-2 had failed. A field service engineer (fse) powered off the device for 10 minutes and then recovered drawer 2-2. One pocket was unloaded and removed due to duplicated serial number error. Then the drawer was recovered and tested, confirming it was functioning properly. The system functioned as intended after the field service engineer repaired the device.